Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent normal spondylodesis at lumbar spine (l1), for the treatment of degenerative disc disease. Post-operatively, on an unknown date, the screw broke in the bone. Patient's complications were reported as unknown. Reportedly, fragments of the broken implant were remaining in the patient.

Manufacturer narrative:
Although the exact date of birth of patient is unknown, it was reported that the patient was born in the year 1939. (B)(4) ( non-fusion, revision surgery). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported, that the patient underwent re-fusion surgery, due to non-fusion, in (B)(6) 2016. Patient's current status was reported to be okay.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.